Event description:
The pt experienced a change in stimulation since (B) (6) 2009. The stimulation was intermittent. There was no known related accident or incident. The pt had slipped once since implant. When pressure was applied to the ins pocket, stimulation wasn't felt. This was recreated in clinic. The pt underwent revision surgery on (B) (6) 2009. There was suspected to be a problem with the extensions; they were replaced. The pt was "doing great."

Manufacturer narrative:
(B) (4).